Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes (>250 cfu/endoscope) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, the hygiene microbiological investigation report and correction to g2. G2 - checked "other" to add the country belgium. Customer denied to provide the cleaning, disinfection, and sterilization of the scope instructions. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as the distal end had an insulation failure, the electrical safety test failed, the light guide and objective lens were chipped, the lens glue was worn out and peeled off, the bending section cover glue was peeled off, the image guide boot was hollowed, the air/water and suction cylinder had internal scratches, the universal cord was wrinkled and the biopsy channel inner wall was scratched and shaved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.